Event description:
A pt was injected in the naso labial folds with radiesse dermal filler; one day post injection, the pt developed an infection close to the left nasal alar. The pt was treated with diclox (antibiotic), bactroban (topical antibiotic ointment) and augmentin (antibiotic).

Manufacturer narrative:
During a follow-up with the clinic, it was reported that the infection has resolved. There is a small area of redness still present. The device history records for radiesse dermal filler lot 1013549 were reviewed; all required testing met specifications and there were no deviations noted.